Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse programmed the e-100 generator nodes to resolve the issue. No part replacement required. System and generator was retested and verified as ready for use no image or procedure video was provided. Verification of the event details was not performed via system log review due to system was not yet configured with supplemental software (onsite). This complaint is considered a reportable event due to the following conclusion: the customer discontinued use of the e-100 generator and used the erbe generator after the start of the procedure due to the e-100 generator not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a pulmonary wedge resection surgical procedure, the site received a check energy connection message with the e-100 generator. The intuitive surgical, inc. (Isi) clinical territory associate (cta) had staff abandon usage of the e-100 generator and utilize the erbe generator to resolve the issue. The isi technical support engineer (tse) was not able to view system logs due to system not yet configured with supplemental software (onsite). No further issue reported. Isi followed up with the cta and obtained the following additional information: the cta stated the issue occurred during the procedure and she had the customer use the erbe generator with no further issue experienced. Troubleshooting was completed. The procedure was completed robotically with no reported patient injury or harm.